Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, de novo lesion located in the severely calcified, mildly tortuous proximal lad (left anterior descending) artery with a 2.5x12mm apex balloon catheter. The balloon ruptured on the first inflation at 12 to 13 atms. The balloon was removed intact. There were no shaft kinks noticed on the device prior to use. Pre-dilation was completed with another MFR's balloon. There were no reported pt complications. The pt status is listed as "fine".

Manufacturer narrative:
(B)(4)